Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8590-8 lot# n228275, implanted: 2010 (B)(6), product type accessory product ID: 8590-1 lot# n193634, implanted: 2010 (B)(6), product type accessory product ID: 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8590-8 lot# n228275, implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
It was reported on (B)(6) 2011 that the patient had a refill date of less than one week and did not currently have an hcp available to refill the pump. It was later reported that the pump was alarming on (B)(6) 2011 and the patient was still unable to located an hcp. On (B)(6) 2013, it was reported the patient's pump was ¿turned off¿ on the last wednesday but it was still alarming. On (B)(6) 2013 it was reported the pump had not been working for almost 2 years. The pump was alarming every 10 minutes and disturbing sleep. The patient had been diagnosed with fibromyalgia and repeated infection that could not be located. Patient had pain around the pump site since implant. The patient was ¿dropped¿ and left to detox which caused hospitalization. The patient also has a tumor the size of a baseball on her liver but cannot have the needed MRI due to the pump. The pump was very painful.